Manufacturer narrative:
Pending return of actual used samples for investigation.

Event description:
15 minutes into dialysis treatment patient shouted for help from the clinic staff, patient's blood pressure dropped and became unresponsive. Staff found a blood leak due to a hole found in the bloodline. Approximately 150-200ml of blood loss. No leak was noted during priming. The staff administered gelofusine to recover the pateint's blood pressure. Patient's hemoglobin reduced from 10 to 8.5. Patient was sent to the hospital and admitted for 2 units of blood transfusion. Patient was discharged on the same day. Has returned to regular dialysis treatments without further complications. Priming conditions: naci at 100ml/min (500ml of saline used in total for priming).

Event description:
15 minutes into dialysis treatment patient shouted for help from the clinic staff, patient's blood pressure dropped and became unresponsive. Staff found a blood leak due to a hole found in the bloodline. Approximately 150-200ml of blood loss. No leak was noted during priming. The staff administered gelofusine to recover the patient's blood pressure. Patient's hemoglobin reduced from 10 to 8.5. Patient was sent to the hospital and admitted for 2 units of blood transfusion. Patient was discharged on the same day. Has returned to regular dialysis treatments without further complications. Priming conditions: naci at 100ml/min (500ml of saline used in total for priming).

Manufacturer narrative:
Pending return of actual used samples for investigation.